Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was turned back on after left ventricular assist device (lvad) implant, and the auto setup tool was unsuccessful. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that inappropriate shock was delivered due to lvad oversensing, and the s-ICD was reprogrammed to alternate. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.